Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an unknown procedure performed on (B)(6) 2022. They took following steps for cement preparation which led to two events. 1. They mixed up cement materials in the cartridge by up-and-down handle motions for 20 seconds. 2. The ceiling plug was removed, and the stop cock was attached to the 1st kit. 3. Prepared cement did not come out of the stock cock. 4. The handle was moved down to the lowest, and they retried to push out the cement for several times with the 1st kit. But all the attempts failed. 5. The 2nd kit was prepared. The handle on the 2nd kit could move upward, but cement did not come out of the stop cock. The surgery was successfully completed. Patient is in stable condition. No further information is available. This report is for one (1) sistema de cemento vertecem v+. Esteril this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 07.702.016s lot: 1h53431 release to warehouse date: 19 aug 2021 manufacturing site: werk selzach supplier: früh verpackungstechnik ag device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 e1 h3, h6: part: 07.702.016s lot: 1h53431 release to warehouse date: 19 august 2021 manufacturing site: werk selzach supplier: früh verpackungstechnik ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to osartis where a visual inspection of the returned device was conducted. In order to rule out a product-specific cause, the batch documentation was checked and retained samples were tested. These examinations showed no deviations. The returned mixer showed extremely transport damage but the mixer piston showed no anomalies. A faulty product is therefore excluded, a user error or incorrect storage is possible. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the vertecem v+ cement kit was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.